Event description:
It was reported that the customer received a low power alert. The customer was unable to clear the alert. During troubleshooting with the tandem tech support, the alert was cleared. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.